Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm ap proximately one month ago. The vessels were not tortuous and had mild calcification. It was reported that after positioning the stent graft there was a posterior endoleak noted. Extensions into proximal limbs did not resolve the endoleak. Another manufacturer's stent grafts were implanted and resolved the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4) - inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (mild calcification in the iliac artery). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (mild calcification in the iliac artery).

Manufacturer narrative:
Evaluation method: (films).

Event description:
Additional information was received for this case. Aneurysm maximal diameter was 63mm, the aortic neck diameter at the renal artery was 27-24mm (tapered from proximal to distal), the aortic neck diameter above the aneurysm was 28-32mm (tapered form proximal to distal - aneurysm) and the aortic neck length was 40mm. The type of endoleak was a suspected type iii endoleak. Films were received and their evaluation was completed. The review of returned angiogram images during implant showed that the bifurcate was placed up the right side. The gate was opened on the right side so the limbs would be crossed. The ipsilateral limb was fully deployed and ballooned. Prior to contra limb deployment an endoleak was seen just below the bifurcate flow divider; this was a possible type IV endoleak. The contra limb was deployed within the gate; there were only 2 stent rings overlapping the gate (marker bands were not aligned) instead of the recommended 3 rings. Final angiogram showed an endoleak located primarily in the area of the ipsilateral limb where is crossed the contra limb at the level of the gate. After relining the contra and ipsilateral limbs with gore extensions, the leak was still evident. The cause and type of endoleak is unknown. It may be a type IV, but cannot rule out a type iii fabric or junctional endoleak, or a type ii.